Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed de novo lesion was located in a calcified and severely tortuous right coronary artery. The lesion was predilated with an unk balloon. As the 3.5x8mm taxus liberte' drug eluting stent was being advanced to the lesion, stent damage was noted. The procedure was completed with another taxus liberte' drug eluting stent. No pt injuries or complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The mfg records were reviewed and no issues or discrepancies were found and met all specs. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).